Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 1/10/2019 returned test strips produce high readings. R&d final root cause: most likely underlying root cause of high readings are due to improper storage: vial left open for an extended period of time test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2019, in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results 150, 186, 252, 284 and 180 mg/dl. The customer's expected fasting blood glucose test result is 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2019, a back-to-back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. Customer also stated that he removed the test strips from the vial and placed in the carrying case. The test strip lot manufacturer's expiration date is 02/29/2020, and open vial date is one week. The meter memory was reviewed for previous test result history: (B)(6).